Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle precision neo meter were reviewed, and the dhrs showed the freestyle precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The caregiver indicated event occurred at the end of april or beginning of may. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a delivery delay with a replacement adc device. The replacement device was issued as it had been reported that the meter screen was white (blank). Due to delivery delay, the customer had no device to monitor glucose with and developed diabetic ketoacidosis. The customer was treated with rapid insulin (dose unknown) and hydrates at hospital. There was no report of death or permanent injury associated with this event.